Manufacturer narrative:
The device was discarded by the hospital. No product sample was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed. If the product is returned, the manufacturer will reopen this complaint for further investigation. A review of the device history records shows there were no observations recorded during manufacture to suggest an issue of this nature would occur with this lot of product. No trend of confirmed complaints in relation with this issue was identified.

Event description:
It was reported that the patient was ventilated through the orotracheal intubation. There was no indication for extubation at that time so a tracheostomy was performed on february 24. There was no abnormality in the cuff during pre-test, however while in use the cuff leaked. The tube was changed to resolve this issue. No adverse consequences to the patient.